Manufacturer narrative:
(H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, significant edge loading of the femoral head on the acetabular liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. Additionally, based on published data, the average age for primary hip replacement for males is 68 years old/females is 71 years old and this patient was only 46 years old at the time of the index procedure. Prosthesis wear was able to be confirmed on the returned device.

Manufacturer narrative:
H10. Additional/updated information ¿ b5, b6, d8, h6 investigation these devices are used for treatment not diagnosis.

Event description:
This patient had a reported revision due to prosthesis wear and osteolysis approximately 6.5 years after the index surgery on her left hip. Indication for the initial procedure was bilateral hip dysplasia. As documented in the operative report, the patient underwent a liner and femoral head swap due to polyethylene wear, but the femoral and acetabular components were found to be well-fixed. Bone graft inserted behind the acetabular cup to fill an osteolytic defect. There is no other information available.

Manufacturer narrative:
Concomitant medical products: biolox delta femoral head 32mm od, +0mm (cat# 170-32-00 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 6.3 years post initial left tha, the 52 y/o female patient presented back to surgeon's office with complaints about their left tha. Upon examination, the patient has an exactech primary total hip in. The patient presented with pain, stiffness, and dissatisfaction with their left total hip. The novation gxl liner is recalled and shows wear, and the patient was scheduled for a revision possible poly acetabular liner swap and femoral head swap. The patient had revision tha surgery on (B)(6) 2023. The patient underwent an acetabular poly liner swap and a femoral head swap including bone graft into the acetabulum. The patient was revised to novation xle neutral liner g1 32mm, biolox option adapter +0mm 12/14, biolox option femoral head 32mm. There was no breakage of the device. There was a 15 -to- 30 minutes surgery delayed due to extra time was taken to mix and apply or insert bone graft/bone void filler behind the cup to fill a defect from the poly lysis. The patient left the operating room (or) stable. Patient was last known to be in stable condition following the event. Images received. The devices are available for evaluation.